Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Total 7 products occurred needle pull off issue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/29/2025 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: when did the seven needles pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid, one winding formed with s detached needle and one dispensed suture piece were returned for analysis. Product code vcp433h. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. However, marks were noted on the body. The barrel hole was examined under magnification, and no suture remnant was observed. The suture was examined, and it was noted that one end is cut, possibly by a surgical instrument, while the other end shows the mark of insertion. Besides that, body fluids were found on the strand. Given the current condition of the returned sample, it is not possible to determine the root cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.